Event description:
It was reported that, during a evos small orif left clavicle case, during the removal of the forceps from the patient bone, a tip of the forceps broke. A tip was recovered in the surgical site. It is unknown how the procedure was completed. No other complications where reported or a delay during the procedure.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Per the photos attached to the complaint confirms the tip of the device is broken off. The broken piece is not shown in the photo. A medical investigation was conducted and confirms reportedly, the procedure was completed without patient injury or surgical delay with no retained foreign bodies/¿all pieces were recovered¿. It was communicated that the requested documentation was not available. S+n recommends that all reusable instruments be routinely inspected for functionality/wear/damage and replaced as necessary. Since no patient injury or surgical delay was alleged due to the reported events/fragment removal, no further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from misuse or rough handling are likely probable causes of the reported event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.